Event description:
The customer stated they have intermittently received error code 1005 "result cannot be calculated, final rlu read is outside the specification of the lowest calibrator" on the architect b-hcg assay. In addition, results on the architect b-hcg assay have not been reproducible. A patient generated a positive result of 64 miu/ml but when the sample was retested three days later, a negative result of <1.20 miu/ml was obtained. A second sample from this patient also yielded a negative result of <1.20 miu/ml. No impact to patient management was reported.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 271 mg/dl, 96 mg/dl, and 97 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.